Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10140 to provide device evaluation results. Olympus medical systems corp. (Omsc) confirmed that the lamp hour indicator of the subject clv-s40pro was indicated 300 hours. Omsc measured the light quantity of the xenon lamp in the subject clv-s40pro, and confirmed that the light quantity decreased with the following values. The light quantity at 10minutes after turning on the lamp:170lm: the light quantity at 60minutes after turning on the lamp:120lm. There was no abnormality found with the appearance of the xenon lamp in the subject clv-s40pro. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2016-10139.

Event description:
During the transurethral resection of the bladder tumor with the subject otv-s7pro and clv-s40pro, the nbi image displayed to a monitor was dim. The user facility replaced the subject otv-s7pro and clv-s40pro with another devices(otv-s190¿clv-s190) and completed the procedure. There was no report of the patient injury other than replacing the device. The user facility reported that the normal light image was good. This report is for the event of the clv-s40pro.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10140 to provide device evaluation results. Olympus medical systems corp. (Omsc) confirmed that the lamp hour indicator of the subject clv-s40pro was indicated 300 hours. Omsc measured the light quantity of the xenon lamp in the subject clv-s40pro, and confirmed that the light quantity decreased with the following values. The light quantity at 10minutes after turning on the lamp:170lm: the light quantity at 60minutes after turning on the lamp:120lm. There was no abnormality found with the appearance of the xenon lamp in the subject clv-s40pro. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2016-10139.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10140 to provide device evaluation results. Olympus medical systems corp. (Omsc) confirmed that the lamp hour indicator of the subject clv-s40pro was indicated 300 hours. Omsc measured the light quantity of the xenon lamp in the subject clv-s40pro, and confirmed that the light quantity decreased with the following values. The light quantity at 10minutes after turning on the lamp:170lm: the light quantity at 60minutes after turning on the lamp:120lm. There was no abnormality found with the appearance of the xenon lamp in the subject clv-s40pro. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2016-10139.